Event description:
The tevadaptor onguard vial adapter was found leaking. The chemo therapy drug etoposide is not a restricted drug for this adapter. We were aware of manufacturer's change in process as a result of leaking issues. The adapter was placed on vial for approximately 20 hours when the failure occurred. B. Braun recommends the adapter to be used within 72 hours time frame.this is the third similar event with this type of device. All events have been reported to medsun. No cracks were noted on the device or any other manufacturing problems. The vial size was 20 mm and the converter ring was not used. Only one vial of medication was pierced with the adapter.